Manufacturer narrative:
(B)(4). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without return of the device or additional information, the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. If additional information becomes made available a supplemental MDR will be submitted.

Manufacturer narrative:
Additional manufacturer narrative:the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution.

Event description:
Edwards has learned that a second device was implanted in the same position using valve-in-valve intervention. The implant duration of the original device at the time of the intervention was approximately five (5) years and two (2) months. The reason for intervention is unknown. Both devices remain implanted. Attempts to retrieve additional information were unsuccessful.

Event description:
Edwards has received information that the patient had undergone valve-in-valve intervention due to calcification and degeneration of the prosthetic valve. The patient was noted as discharged.